Event description:
Major pump unit(s) involved: drive unit failureadditional text: driveline fracturespecific component(s) involved: driveline malfunctionadditional text: drive line fractureother component:causative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): replacement of driveline; other interventions, specifyother intervention : drive line repairimplant device type: lvadmalfunction device type:

Event description:
Major pump unit(s) involved: drive unit failurespecific component(s) involved: driveline malfunction